Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 504 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer treated their high blood glucose with bolus. Customer also had 300's mg/dl. Customer's blood glucose was 336 mg/dl at the time of call. Customer reported rash from the infusion set. The insulin pump will not be returned for analysis.